Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl, at the time of incidence. Customer reported that they had blood at site. Customer reported that they did not had medical treatment as a result of bleeding. Customer declined to troubleshoot for site issue. The insulin pump will not be returned for analysis.